Event description:
The iab was inserted sheathless in the left femoral artery. Approximately 10 hours later, post cardiac surgery, blood was observed in the helium tubing. The iabf also experienced helium loss alarms. The iab was removed. A re-insertion was not required as the patient was hemodynamically stable. There were no associated patient complications.

Event description:
It was reported that the iab was inserted sheathless in the left femoral artery. Approximately 10 hours later, post cardiac surgery, blood was observed in the helium tubing. The iabp also experienced helium loss alarms. The iab was removed. A re-insertion was not required as the patient was hemodynamically stable. There were no associated patient complications.